Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor was broken around the fill port. This was noted before use. The device had been compounded with tobramycin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Lot 17d033 was manufactured april 22, 2017 - april 24, 2017. The actual sample was received at the plant for analysis. Visual inspection on the returned unit noted no signs of rupture or break in bladder around the fill port. The device bladder was found to be in its normal condition. A functional flow rate test was performed on the unit, and the flow rate of the device was found to be within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.